Event description:
It was reported there was noise in the rv channel. The lead was explanted and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to all information provided by the reporting criteria going forward. Evaluation: the reported field event of noise could not be verified in the laboratory. The lead was tested on an electrical evaluation and exhibited normal device characteristics.